Manufacturer narrative:
Additional information was requested but not received.

Event description:
New information received noted that device was explanted and replaced with new device. Patent condition was unknown.

Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited high defib impedance. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Manufacturer narrative:
The reported event of high impedance measurement was confirmed via reviewing of the device data. The device was at elective replacement indicator (eri) when received. Longevity was calculated based on the device usage and found to be normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of high impedance could not be reproduced.